Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a flogard infusion pump had "locked equipment, alarm constant." It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of 'locked equipment, alarm constant' was confirmed onsite during device evaluation by a baxter service technician as an f-94 alarm. The root cause was determined to be defective/inoperative batteries. The batteries were replaced to correct the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.